Event description:
Extremely high white blood cell count [white blood cell count increased], inflammatory knee [arthritis], knee pain [arthralgia], major knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a health care provider regarding a (B)(6) male pt, initials (B)(6), with a history of previous synvisc injections, advanced femoro-tibial gonarthritis and pre-existing recurrent episodes of mild effusion who experienced an inflammatory knee, knee pain, major knee effusion and had an extremely high white blood cell (wbc) count in his synovial fluid after starting synvisc. The pt received his first series of synvisc on unspecified dates in 2007 with no incident and good efficacy. The pt had no gonarthritis pain until summer of 2009. On (B)(6) 2009, the pt was seen by his rheumatologist and knee effusion was diagnosed and 25 ml of inflammatory fluid was withdrawn. The pt was treated with diprostene (unspecified). On (B)(6) 2009, the pt was seen again with recurrence of effusion. He didn't complain of knee pain at that time, but the same day 22 ml were withdrawn and then 2 ml of synvisc was injected. The reporter stated that a few days after the first synvisc injection, the pt went back to his rheumatologist with an inflammatory knee characterized by pain and major effusion. On (B)(6) 2009, the pt was seen again and reported that he walked a lot during the previous weekend. He didn't complain of pain, but had major effusion and 125 ml of purulent and cloudy looking synovial fluid were withdrawn. Fluid examination revealed that the synovial fluid was sterile and contained a white blood cell count of over one million cells/mm3. It was reported that the pt didn't rest following his first injection. The pt's knee never showed hyperthermia. On (B)(6) 2009, the pt was seen again and 57 ml of synovial fluid were withdrawn. On (B)(6) 2009, an orthopedic surgeon was consulted and on that date the pt had recovered from effusion and was still painless. A decision was made not to perform the remaining synvisc injections and the pt had no more gonarthritis related symptoms. For further upcoming flares, it was planned to perform arthroscopy with joint lavage and debridement. If osteoarthritis symptoms reappeared, a new series of synvisc injections were planned. The reporting physician felt that the pt's effusion was definitely related to therapy with synvisc. At the time of this report, the reporter stated that the pt was recovered after repeated knee punctures. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.